Event description:
It was reported that the user experienced hyperglycemia while using the ilet with an fsl3+ sensor, with the pump and cgm indicating 367 mg/dl and a confirmatory fingerstick of 380 mg/dl, after prior reports of frequent lows and cgm connectivity interruptions following a recent transition from g6 to fsl3+. Symptoms included dizziness during prior lows and dry mouth with increased thirst during the hyperglycemic episode. Outcomes included transient hyperglycemia without hospitalization. Investigation included customer troubleshooting to verify insulin delivery integrity by confirming drops from the infusion tubing and verifying glucose by fingerstick. Investigation of this case revealed cgm connectivity interruptions and user-reported dissatisfaction with sensor performance and reading frequency following the platform change, while infusion delivery appeared intact on visual inspection. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.